Event description:
It was reported that a pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure was being performed under monitored anesthesia care (mac), a versacross connect laac kit was selected for use. The transesophageal echocardiography (tee) probe was lowered to obtain measurements. Right femoral vein (rfv) access was achieved using ultrasound guidance. A watchman trusteer sheath and pigtail wire were advanced into the superior vena cava (svc). Heparin was administered. Multiple attempts were made to advance the wire. Ectopy was noticed during rewiring, and a 6mm pericardial effusion was detected during the third attempt on the right side of the heart. No transseptal was performed and the procedure was cancelled, and the tee probe was left in place for monitoring. The patient's vitals briefly dropped but stabilized. Heparin was reversed. No intervention was needed to treat the effusion however the patient was admitted to the hospital for monitoring and later was discharged and in stable condition. The device is not expected to be returned for analysis (disposed). Physician believes as he was pushing the pigtail wire out, he was up against tissue and caused a small hole or the sheath was torqued and hung up on tissue when he was pulling out to rewire the third time up. Act was above 200. The physician thinks that he manipulated the catheter a little aggressive for the patient, that has cancer and on multiple medications, so the physician believes the patient's tissue was extremely thin and he made a microtear somewhere in the ra. The patient became slightly hypotensive, but the crna was treating. Perforation was confirmed via tee.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.